Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen on the insulin pump was scratched and difficult to read. It was also reported that insulin leaked between the reservoir and tubing connection. Nothing further was reported.